Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient implanted with plate and screws on (B)(6) 2013. Plate was found broken, date unknown. Patient returned to or on (B)(6) 2013, hardware was removed. No further information was available.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The examination of the manufacturing papers showed no deviations from normal conditions or rather any irregularity of the production process. The dimensions were found to be in compliance with the technical drawings of the producer and ao/asif specifications. The failure was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. A failure resulting from either a material defect or the manufacturing process can be excluded.